Event description:
It was reported that during a da vinci s myomectomy procedure, the permanent cautery spatula instrument was bent at 90 degree angle and was required to be unbent to remove the instrument from the patient. Upon removal of the instrument, a crack at the yellow plastic collar was noticed. It was determined that a piece of the permanent cautery spatula instrument had broken and fell into the patient. The fragment was retrieved, and the planned surgical procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
The harmonic ace insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. As of (B)(4) 2012, there have been no reported recurrences of the issue at the hospital.